Manufacturer narrative:
Device history records indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6) 2019. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the data retrieved from the returned system controller. The backup battery fault alarm event became active prior to (B)(6) 2019 as a result of a backup battery load test failure. The events when the alarm became active were overwritten by newer events. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The 11v backup battery was discharged/charged and testing was unable to reproduce a backup battery fault alarm. A root cause could not be determined during the analysis. A corrective and preventive action has been initiated to investigate the issue further. Abbott is currently monitoring similar issue. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported backup battery fault on controller at home. After silencing it, alarm went away 24 hours later with self-test. When the patient returned to clinic and was hooked up to the system monitor, backup battery fault returned on monitor and controller. The patient¿s system controller was exchanged and will be returned for evaluation. No additional information provided.